Event description:
The pt performed a blood glucose test using the suspect device and obtained a result of 210mg/dl. Pt then took their normal dose of insulin. Pt passed out about one hour later. Paramedics were called and they use their own equipment and obtained a reading of 85mg/dl. Pt was transported to the hospital. The reporter did not know what type of treatment, if any was provided. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.